Event description:
This is the second of three device used during this procedure. It was reported to boston scientific corporation that the clinicians were performing (date unknown) a diagnostic prostate biopsy on a male patient (age unknown) using the easycore biopsy needle. During the procedure, the device was cocked and inserted into the patient, but the device then misfired while still inside the patient. Please reference medwatch MFR. Report #3005099803-2008-00495 for the first device used during this procedure. The clinicians then obtained a second of the same type device, but this device also misfired in the patient. The clinicians then obtained the third of the same type device, but device also misfired in the patient. Please reference medwatch report # 3005099803-2008-00496 for the third device used during the procedure. The clinicians then obtained a fourth device of the same type device, and the procedure was successfully completed without further incident. There were no complications reported.

Manufacturer narrative:
The complainant reported that the device has been discarded and will not be returned for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. A lot history search was performed and found 5 similar complaints have been reported from this lot number. A review of the april 2008 complaint trend report for the prostate product family did not reveal an unfavorable trends.